Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 85 units and remained static. Reportedly, the cartridge was filled with 240 units of insulin. Reportedly, the customer continued to use the existing cartridge for insulin therapy. The customer's blood glucose level was 128 mg/dl.